Event description:
It was reported that patient had progressive tight pain, and that x-rays were consistent with femoral component loosening showing lucency around femoral component with slight varus migration of the femoral stem. Femoral stem and femoral head were revised.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation.